Event description:
Per the clinic, the patient experienced dislodged magnet and pain with device use (specific date not reported). Subsequently, the patient underwent a revision surgery under general anesthesia on (B)(6) 2024, in order to replace the magnet. The implanted device remains.